Event description:
It was reported that this patient's left hip was revised due to poly wear. Surgeon did a revision a year ago for poly wear and it has become a reoccurring dislocator per the surgeon. First revision surgery date was in 2022 (case-(B)(4)) . Patient revised to exactech devices. Reported event is not related to breakage of device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. . Unable to obtain x-rays. Device is returning.

Manufacturer narrative:
Section h10: (h3) pending evaluation.